Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a hysterectomy procedure where a laparoscopic power morcellator was used. Following the surgery, a pathology examination was performed and she was diagnosed with squamous cell carcinoma. On (B)(6) 2015 she underwent a CT scan and was diagnosed with metastatic cervical cancer and subsequently passed away.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.